Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
Complaint conclusion: as reported, the tip of a 5f mynx control vascular closure device (vcd) couldn't get through the valve of the non-cordis sheath in the groin, and the peg tip was exposed before entering the sheath. There was no reported patient injury. The device never entered the patient. The device was not returned for evaluation. The reported events of ¿mynx control system-impeded¿ and ¿mynx control system-deployment difficulty-premature¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported events. However, handling factors (such as using excessive force during insertion into the sheath and/or using an incorrect insertion angle) and/or the condition of the procedural sheath possibly contributed to the impedance experienced during insertion, and the subsequent premature exposure of the sealant reported it should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ based on the information available for review, there is no indication that the reported failures could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, the tip of a 5f mynx control vascular closure device (vcd) couldn't get through the valve of the non cordis sheath in the groin, and the peg tip was exposed before entering the sheath. There was no reported patient injury. The device never entered the patient. The device was not returned for evaluation, as initially was expected.

Event description:
As reported, the tip of a 5f mynx control vascular closure device (vcd) couldn't get through the valve of the non cordis sheath in the groin, and the peg tip was exposed before entering the sheath. There was no reported patient injury. The device never entered the patient. It is unknown if the device will be returned for evaluation.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.